Event description:
It was reported that during a gastric bypass procedure, after a period of 30 minutes lock out of the instrument occurred. In few cases we could proceed after restart, clean device, reassembly but in three cases we had to change the instrument. Several errors occurred: clean blade, remove instrument from patient, reassembly. Procedure was prolonged 30 minutes and completed with same like product. One device will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device had stopped activating. A probable cause of no activation is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use the device was functionally tested with a generator. During functional testing on the gen11 generator, the "instrument error" alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. The device will stop activating, and display the instrument error screen twice followed by the replace instrument screen when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off.